Event description:
A hospital operating room supervisor reported that a long hook electrode sparked during a laparoscopic cholecystectomy procedure. The procedure was compelted with a second instrument and there were no injuries related to the occurrence.